Manufacturer narrative:
In addition to the h10 narrative included in the first supplemental emdr: the pump failed the volume accuracy test as follows: delivery accuracy test results: 21.2 ml (acceptance range 19 - 21) no repairs were conducted and a cause was not established.

Manufacturer narrative:
The pump logs were initially reviewed and the customer's complaint that device powered off on its own while plugged into ac power, or that the device powered off without alarming / warning was not confirmed. The device passed self-testing with no error alarms and passed the alarm loudness test. The device passed battery operational checkout. Device lasted approximately 8 hours and 52 minutes. Device runs per design on both ac and dc power. Review of the event alarm logs does not show the device experiencing any uncontrolled shutdowns. Probable cause for device shutting down on its own while plugged into ac power was not found. Probable cause for device not giving enough warning / alarming before powering off was not found. During review of the event alarm logs, the device alarmed with e380 around the time of the reported event. Could not duplicate the error alarm code during physical testing. The historical pump logs were further analyzed by the engineering team and the conclusion is as follows: by nov27th, an infusion was started on line a with rate: 5 ml/hr. And programmed volume: 250 ml; duration: 40 hrs. The infusion was stopped when an infusion on line b was started for 1 hour and it got completed. Again, line b was started for 1 hour, which was interrupted by distal and proximal occlusion alarms. Later, back priming was performed to clear the occlusion alarms. By nov 28th, the infusion in line a was stopped by user and device was put to sleep mode. By nov 30th, an infusion was started in line a for volume to be infused (vtbi): 9999 ml and rate :999 ml/hr. The infusion was interrupted by e380, plunger failure alarm twice. Later, the infusion was stopped by the user and put to sleep mode. After this, there was no occurrence of plunger failure alarm. Engineering evaluates that the infusion on nov 27th was programmed for 250 ml at the rate of 5ml/hr which was interrupted by the infusion in line b and multiple distal occlusion alarm and proximal air in line alarms. The infusion in line a was stopped by user and put to sleep mode. Later by nov 30th, the infusion in line a was interrupted by plunger failure alarm twice, after which the infusion was stopped by the user and the device was put to sleep mode. According to the system operating manual document, table 6.2, the plunger failure alarm occurs when there is a generic plunger motor error. To clear the condition is to power off and power on the pump or to replace the pump if alarm continues. Engineering evaluates that the alarm occurred again after performing a power cycle. But later the infusion was stopped, and the device was put to sleep mode, after which the alarm did not occur. The nurse mentioned that there was no audible alarm, but engineering couldn¿t confirm the audio of the device not working from the logs provided. To conclude: engineering could not confirm the customer complaint from the description. But engineering confirms that the infusion by nov 28th and nov 30th was both stopped by the user. The infusion on nov 27th was interrupted by occlusion alarms, which was cleared using back priming after which it did not occur. The infusion on nov 30th was interrupted by plunger failure alarm twice, after which the device was put through a power cycle to clear the alarm. After that, the alarms did not occur and the device was working as expected and delivering properly. Since the alarm volume could not be found in the logs provided, engineering recommends the service center to check the functioning of the pump¿s (alarm) buzzer.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a plum 360 driver new that reportedly shut down with no audible alarm or warning during a patient's infusion. The pump was plugged in at the time of the shut down. The customer stated that the device had a new battery installed within a 1-3 months before the event. The action that the biomed team takes is minimal. They may have run the pump to try to reproduce the error. It was also stated that there should be a sticker on the back. They switched to interstate batteries during the last preventative maintenance after having so many issues with csb and genesis batteries (such as service battery messages and failures). They had experienced the same ¿shut down without warning while plugged in¿ with both the csb and genesis batteries as well. There was no harm to the patient as a result of the complaint/event and therapy was resumed on a replacement pump.